Event description:
The customer returned the heartstart mrx to the philips bench for fco application where it was noted by a bench technician that the etco2 was not functioning. There is no indication of patient involvement.